Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012436673); product type: 0195-heart valves. Product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three images of event description. There was no computed tomography (CT) or executive summary provided for anatomical consideration. There was no image of the device being advanced around the arch. There was no tluroscopy valve load inspection provided prior to the device entering the body. With the provided images, there is evidence of a tortuous aortic arch and possible dissection. Per medtronic best practices, physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the instructions for use (IFU), if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the capsule partially opened. Slight delamination was observed over the nitinol reinforcing frame at the distal end and the proximal end of the capsule. There was a bend along the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results. Additional information was received to report per the physician, the dcs contributed to the vascular injury due to the patient's tortuous anatomy characterized as a multi-directional bend in the descending aorta. Additional information was received that approximately eight months following the aborted tavi procedure, the patient returned for a second tavi attempt. Left carotid artery was used for access. The dcs was inserted through a 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The first deployment was too shallow, and the valve migrated into the ascending aorta. The valve was fully recaptured. The valve was implanted on the second and final attempt at 0 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). For both deployment attempts, the mark band started near the bottom of the pigtail catheter/ncc. The patient went into ventricular tachycardia after full deployment but was successfully cardioverted into sinus rhythm. No other complications were observed during or following the procedure.

Manufacturer narrative:
Updated: b5, d4, h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results. Additional information was received to report per the physician, the dcs contributed to the vascular injury due to the patient's tortuous anatomy characterized as a multi-directional bend in the descending aorta. Additional information was received that approximately eight months following the aborted tavi procedure, the patient returned for a second tavi attempt. Left carotid artery was used for access. The dcs was inserted through a 18 french non-medtronic (gore dryseal) sheath over a non-medtronic (safari s) guidewire. The first deployment was too shallow, and the valve migrated into the ascending aorta. The valve was fully recaptured. The valve was implanted on the second and final attempt at 0 mm on non-coronary cusp (ncc) and 4 mm on left coronary cusp (lcc). For both deployment attempts, the mark band started near the bottom of the pigtail catheter/ncc. The patient went into ventricular tachycardia after full deployment but was successfully cardioverted into sinus rhythm. No other complications were observed during or following the procedure. Additional information was received that no pre-implant balloon dilation was performed. Prior to valve dislodgement, tension on the guidewire was being provided and contributed to variations in depth during deployment to 80% as there were multiple micro adjustments. The depth was around 0-1 mm on the ncc and lcc prior to dislodgement. The attending physician provided further guidance to the fellow on guidewire control prior to the second attempt.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure, on the first attempt to cross the aortic arch, resistance was felt and the advancement of the delivery catheter system (dcs) stopped. The patient complained of chest and back pain. Fluoroscopy revealed a type b aortic dissection in the location of the hairpin bend in the descending aorta. The patient remained stable. The non-medtronic guidewire was exchanged for another non-medtronic guidewire and a snare was used with the dcs in an attempt to cross the bend in the aortic arch. Despite multiple attempts with the dcs handle rotated in multiple positions, the dcs was unable to cross the bend in the aorta. The case was aborted. The patient was stable and recovering in the critical care unit. It was noted that the patient may be rescheduled for tavi via alternative access, depending on computed tomography results. Additional information was received to report per the physician, the dcs contributed to the vascular injury due to the patient's tortuous anatomy characterized as a multi-directional bend in the descending aorta.